Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. The original cartridge was reloaded and insulin therapy resumed. There was no adverse impact to the customer¿s blood glucose level.